Manufacturer narrative:
The following fields were updated with corrections: b.5. Describe event or problem: it was reported that facsymphony a5 special order system leaked and reported spray of fluid under pressure. The following information was provided by the initial reporter: "email-ffss plenum not refilling. Also, leak detected at or near sheath fluid filter. ¿so could you please answer, was there spray of fluid under pressure? Per fse regarding "leak detected at or near sheath fluid filter": yes, they fixed it prior to my arrival with a spare quick connect that they had. I didn¿t include that in the call.¿

Event description:
It was reported that facsymphony a5 special order system leaked and reported spray of fluid under pressure. The following information was provided by the initial reporter: "email-ffss plenum not refilling. Also, leak detected at or near sheath fluid filter. ¿so could you please answer, was there spray of fluid under pressure? Per fse regarding "leak detected at or near sheath fluid filter": yes, they fixed it prior to my arrival with a spare quick connect that they had. I didn¿t include that in the call.¿ "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that facsymphony a5 special order system leaked. The following information was provided by the initial reporter: "email-ffss plenum not refilling. Also, leak detected at or near sheath fluid filter."